Event description:
Rn and pca were using ceiling lifts to lift patient. After he was lifted and positioned, straps were attached to the lifts on one side only to lift patient for turn and to prop with pillows. A loud snap was heard and it was noted that "hook" on end of lift that holds straps had broken off. The hook fell beside patient's head, not hitting him. No injuries were noted.additional info: - the preventive maintenance was just done on this sling bar in april 2013.- the staff were using 2 motors that should hold 507 pounds each.- the safe patient coordinator and the manufacturer both agreed that the staff were using the device correctly.- we had the same type of incident with the same type of sling bar last year in may. I compared the pictures and the break in the sling bar from last year looks like the same type of break as this year.======================manufacturer response for sling bar, liko (per site reporter).======================after the manufacturer was notified of the event, the sph coordinator was contacted by hill-rom technical support and notified that using an overhead lift to turn a patient "was not an approved use of the lift". The sph coordinator disputed this claim, as she had received specific training for this process at their indiana facility, and additionally the company has training videos on the liko website that demonstrate using an overhead lift to turn a patient. After technical support agreed to look into the matter, the area representative contacted the sph coordinator to confirm that it was in fact an approved use of the lift.